Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part:03.130.010, synthes lot: 9836610, supplier lot: n/a, release to warehouse date: november 16, 2015, expiration date: n/a, manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc was received at us customer quality (cq). The visual inspection of the received device indicated that the distal tip was slightly stripped. No other issues were identified for the received device. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: the following current & manufactured drawings were reviewed: stardrive screwdriver shaft t4, self-retaining hex coupling investigation conclusion: the complaint was confirmed for the received device as the device tip was slightly stripped. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon inspecting the set it was noticed that the tip of the stardrive screwdriver shaft/t4 50mm/self-retaining/hxc was twisted. There was no patient involvement. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).